Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia on the same day with a blood glucose value of 500 mg/dl and 30 mg/dl, respectively. The customer reported hyperglycemia, and hypoglycemia were treated with an insulin pump and carbs, respectively. The customer was ill and was throwing up. The customer's spouse called emergency medical services. The event involved product(s) mmt-1880, mmt-7020la, mmt-332a, mmt-866a. The customer was taking steroids as medication. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-1880, mmt-7020la, mmt-332a, mmt-866a. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7020la-snsr

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, stained/peeling serial number label, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the event date of (B)(6) 2025 of the daily total collection start time, the daily total of basal insulin delivered = 194000 (19.4 u) and daily total of bolus insulin delivered = 522000 (52.2 u) which is equal to the daily total of all insulin delivered = 716000 (71.6 u).perform the history review 1 week prior to the event date (B)(6) 2025 in the pump history file and found 1 low battery alert (104) on (B)(6) 2025 23:00:00.000.earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 6:02:58 pm. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia) and low bgs (hypoglycemia). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.